Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming start was set as auto while the arctic sun device was used to a patient, but after 72 hours since the therapy starting, rewarming was not started, and rewarming start confirmation was displayed. Also, error 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) occurred frequently, the device was stopped.

Event description:
It was reported that rewarming start was set as auto while the arctic sun device was used to a patient, but after 72 hours since the therapy starting, rewarming was not started, and rewarming start confirmation was displayed. Also, error 80 (non-recoverable system error the control processor failed to detect a simulated water temperature fault) occurred frequently, the device was stopped. Per follow up information received via mail on 01nov2024, it was reported that the device was under investigation. Case completed with different equipment and no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.